Event description:
Additional information received indicated that oversensing and a conductor fracture were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the lead was explanted and replaced due a drop in r-wave amplitude and failure to capture at maximum outputs. At explant a suspected lead-to-can abrasion was noted. The patient is in good condition following the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.